Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G3: report source japan. Reported event was unable to be confirmed due to limited information received from the customer. DHR was unable to be reviewed as the lot number of the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000851, lot number: 6060262, brand name: g7 neutral e1 liner. Catalog number: 010000929, lot number: 6463314, brand name: g7 neutral e1 liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04530, 0001825034-2019-04532. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the acetabular cup. The surgery was completed with a backup product. Additional information on the reported event is unavailable.